Event description:
It was reported that during a navigated total knee procedure, the computer screen froze after the implant had been placed. The navigation portion of the procedure was aborted, and the procedure was completed successfully using manual technique. There were no adverse consequences reported due to this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, a communication error between the main board and graphic card occurred.